Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly shows dark screen and nothing happens when strip is inserted. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with test strips. However, the meter was found to have dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 7/30/2012,meter- 7/23/2012.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.